Event description:
It was reported a spectrum pump had a keypad which did not work. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed an intermittent keypad response from the #1 and #2 keys while attempting to run a loaded set. The remaining keys were functioning as expected. This condition was caused by a failed keypad. The front case, including the keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.